Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during impella insertion, the ¿j¿ wire would not advance, a guidewire was used to advance the wire with much difficulty. A hand injection was performed of the iliac which showed a lesion in the iliac, and the decision was made for a long sheath and eventually the guidewire advanced into the descending aorta. It was reported while on impella cp support, the patient¿s right foot was noted to be discolored in comparison to the left foot. The decision was made to place fem-fem bypass as no doppler signals could be found. The antegrade sheath in the superficial femoral artery was found to be kinked, and the physician exchanged the sheath for a stiffer sheath which resulted in much better doppler signals in the right foot.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.